Event description:
A medwatch was rec'd (#0000390067-1998-0014) and it read "while attempting to deploy micromark clip in left breast, tip of catheter dislodged and remained in breast. MFR was notified on 9/23/98." The "cin" contacted the rep on11/11/98 as a search was done and no "pi" was in the system. The rep reports she was notified by the hosp on 9/23/98 and followed up with the physician but she stated she did not file a product inquiry. The rep stated she will follow up with further info.